Event description:
This is a case, which was reported to baxter (B)(4) on (B)(4) 2010. The complaint was received from (B)(4) hospital and refers to an incident involving an accusol 35 5000ml. The reporter stated that a female patient was linked to 3 bags of accusol . There appeared to be very small air bubbles 48 hours after therapy began, but upon closer inspection a very small amount of crystallization was noted. The crystallization was noticed after the fluid had been heated and then cooled down. No additional information was available. No patient injury or medical intervention was reported by the customer.

Manufacturer narrative:
(B)(4). The sample was requested but was never received by baxter for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.